Manufacturer narrative:
During power up, the unit returned a this alarm is generated when the pump detects movement in hall sensor counts that are unexpected since the pump did not command motor movement which kept popping up on the lcd display and was not able to be cleared. After further review of the unit's interior, did not note any previous moisture presence, corrosion, rust, or mold on any of the boards, cables, and assemblies. The motor was tested outside the unit, and it failed. Unable to perform the displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion tests or verify unexpected suspend{low sg} alarm or communicate to sensor simulator, bg meter due to the this alarm is generated when the pump detects movement in hall sensor counts that are unexpected since the pump did not command motor movement. (B)(4).

Event description:
Information received by medtronic the user reported inaccurate sensor readings that triggered a threshold suspend. The customer¿s blood glucose was 150 mg/dl and sensor glucose was 40 mg/dl- 50 mg/dl at the time of the event, the difference is outside the acceptable range. Suspend on low limit in sensor settings was at 70mg/dl. No harm requiring medical intervention was reported. The device will be returned for analysis.